Event description:
The user facility reported a 66-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a impella 5.5 pump support ongoing for a patient with multiple cardiac comorbidities and coronary artery bypass grafting (CABG). The automated impella controller (aic) was noted to have alarmed for a controller error.

Manufacturer narrative:
The impella device was not received from the customer and therefore an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
Corrections to the initial MFR report: g1 MDR reporting contact email. D2 device name has been updated. D9 device return date added. F6 and f8 should have been left blank. Updated h3 to device evaluation to anticipated. H6 type of investigation code added.